Event description:
It is reported that while the surgeon was inserting tension gauge, the gauge broke at the tip.

Manufacturer narrative:
This report will be amended when our investigation is complete.